Event description:
It was reported that on an unknown date, during the post washing of equipment check, it was observed that the hand piece for battery powered driver needs to be repaired. No further information provided. There was no patient involvement. During manufacturer's investigation of the returned device it was identified that the device did not run in fast forward, forward, reverse and had a dirty membrane vent. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Procode: gxl; hxx. Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: the customer reported that the hand piece for battery powered driver needs to be repair. The repair technician reported that the device did not run in fast forward, forward, reverse and dirty membrane vent. The cause of the issue is damaged component. The item will be repaired per the inspection sheet, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part # 05.000.008, synthes lot # 004599, previous synthes lot # 5795369, supplier lot # 002096, release to warehouse date: 02 jun 2008, supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.